Event description:
It was reported that a new ilet user received an insulin occlusion alert, dismissed the alert, and later experienced high glucose after a meal announcement when another occlusion alert occurred and only 60% of the meal dose was delivered; the user performed a fill tubing with visible drops and elected to wait before considering an infusion site change, and education on managing occlusions and hyperglycemia was provided. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a lack of effect due to an unclear cause, with insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.